Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400's (mg/dl). Reportedly, the customer stated having a lot of scar tissue on the abdomen and indicated that the infusion site may have been inserted into the scar tissue. To address the bg level, the customer delivered a correction bolus. System check was performed with tandem technical support and showed that the pump was performing as intended. Additionally, during troubleshooting, the customer removed the site and no issues were identified. The customer changed all of the supplies on the pump and resumed pump therapy.